Manufacturer narrative:
The lot number was provided for 1 out of 3 malfunctions; therefore, a lot history review has been performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration of device or device component. This information was received from various sources. Of the three migration of device or device component, three involved patients with no patient consequences. There was no provided patient information.

Manufacturer narrative:
H10: of the three devices, two lot numbers were provided and lot history reviews were performed. The product catalog number of one of the malfunctions was updated to dl900f. All the three devices were not returned to the manufacturer for evaluation. Of the three malfunctions, medical records were provided for two malfunctions; however images were provided for one malfunction. For one malfunction, the investigation is inconclusive for filter migration and additionally it was determined to have and confirmed for perforation (a0101). For remaining two malfunctions, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration of device or device component. This information was received from various sources. All the three malfunctions involved patients with no patient consequences. Of the three patients, one was male, one was female, two patients age ranging from 41 to 58 years and one patient was 250 lbs. All other patient details were not provided.